Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was firing from both sides and from the top approximately 20 seconds into the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.